Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer was able to confirm that the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material found in the nozzle was not identified. However, physical damage was not found at the foreign material residue points. Based on the results of the investigation, the probable cause of the malfunction would likely be due to deviation of the reprocessing method from the instruction manual. The event can be detected/prevented by following the instructions for use (IFU) which state: "-detection methods are written in instructions for use: pcf-290 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: pcf-290 series reprocessing manual: chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited the nozzle had foreign objects. There were no reports of patient involvement.